Manufacturer narrative:
Zoll has not yet received the zoll catheter for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
As reported, prior to insertion the attending physician observed the balloons on the solex catheter had separated from the catheter. According to the reporter, the balloons were not inflated prior to the placement. Another solex catheter kit was obtained. There was no significant delay in the replacement nor was there any report of patient consequence as a result of the issue.

Manufacturer narrative:
Evaluation of the returned catheter could not replicate the customer reported issue. The solex 7 catheter (lot# 71881) functioned as intended. A visual inspection found no visual discrepancies or issues. All lumens flushed as intended. No leaks were noted during flushing. During functional testing, the catheter was connected to a pressurized inflation device. Capping the "out" luer and connecting the "in" luer to the pressure inflation device. The catheter was pressure was increased up to 100psi and no leak was observed. The balloons were able to deflate without difficulties. No leak path was observed when the catheter was pressurized. During manufacturing all solex 7 catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaints for solex catheter lot # 71881.